Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported a screw would not lock into the plate. During surgery for a distal radius fracture, after repositioning and installing the plate, the surgeon drilled through the guiding block and quick drill sleeve. He inserted a variable angle locking screw through a positioning hole and found the screw was not locking. He completed the procedure without locking down the screw. This is the second of two reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided. Placeholder.